Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 365um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 195.4 cm and the second piece measured 113.4 cm. Functional analysis revealed that the light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displayed: please connect fiber. Applicator has been used 1 time. Applicator has been used 1 time. No other problems with the device were noted. The reported event of "damaged laser fiber" was confirmed. It is likely that procedural handling of the fiber during reprocessing, setup, or use contributed to the break. Therefore, the investigation conclusion code assigned is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 365um laser fiber was used in a flexible ureterorenoscopy procedure in the ureter performed on (B)(6) 2021. During the procedure, the laser fiber was damaged. The procedure was completed with the original device used. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information: this event has been deemed a reportable event based on the investigation finding of the laser fiber broke.